Manufacturer narrative:
(B)(4)

Event description:
Report received stating that due to a malfunction of an 840 ventilator; the patient was placed on a second ventilator. Patient outcome information was not provided by the customer.